Event description:
It was reported that physician deployed the 6f celt on a 6f sheath. Bleeding was noted upon ejection. Manual compression was applied. On fluoroscopy it was noted that the implant was embolized into the tp trunk. Despite the patient having adequate pulses, vascular surgery electively decided to retrieve the implant using an endovascular snare. The patient was admitted to the ICU for high blood pressure (not related to the incident with the closure device) and was discharged with no groin complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported health consequences or impact for the patient associated to this event. A search of the complaint files did not find any other report with the lot number (943118). The device was returned to vasorum ltd. For examination. There were no faults or defects identified with the celt 6f device or its components. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd unless requested by the FDA.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files did not find any other report with the lot number (943118). The device is being returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted. Health effect - clinical code 4581 was used as no other feasible code was found for the preferred term "bleeding".

Event description:
It was reported that physician deployed the 6f celt on a 6f sheath. Bleeding was noted upon ejection. Manual compression was applied. On fluoroscopy it was noted that the implant was embolized into the tp trunk. Despite the patient having adequate pulses, vascular surgery electively decided to retrieve the implant using an endovascular snare. The patient was admitted to the ICU for high blood pressure (not related to the incident with the closure device) and was discharged with no groin complications.